Manufacturer narrative:
(B)(4). Initial reporter is non-healthcare professional. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received a gunther filter on an unknown date. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Correction: additional information provided determined that this device was manufactured by william cook europe. All future submissions regarding this complaint will be handled by william cook europe under manufacturer report reference# (B)(4).

Event description:
Additional information provided determined that this device was manufactured by william cook europe. All future submissions regarding this complaint will be handled by william cook europe under manufacturer report reference# (B)(4).